Event description:
It was reported that "while (the) surgeon was final tightening a xia3 construct the tip of the xia 3 torque wrench broke off in the head if the blocker. His resident was turning the torque while the primary surgeon was applying counter torque to the anti-torque key."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review. Results: visual inspection: the returned torque wrench was examined upon receipt and the hex tip was confirmed to be broken. Under magnification it could be seen that the break occurred at the interface between the hex tip and the inner shaft of the wrench. Functional inspection: could not be performed due to breakage of hex tip. Device history review: no relevant deviations in regards to the failure mode were reported upon review of the manufacturing records. Conclusion: the reported event of the hex tip breakage of the xia 3 titanium torque wrench was confirmed via a visual evaluation. The event resulted in a 90-105 minute delay as the construct had to be revised due to the adjacent screw at l4 popping out of the pedicle. This failure mode has been investigated under a CAPA in 2010 and this torque wrench enters into the scope of this CAPA. The root cause identified in this CAPA was attributed to the presence of a pin located in the shaft as well as various heat treatments, which affected the structural integrity of the shaft.

Event description:
It was reported that "while surgeon was final tightening a xia3 construct the tip of the xia 3 torque wrench broke off in the head of the blocker. His resident was turning the torque while the primary surgeon was applying counter torque to the anti-torque key."